Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that no feedback received from user and no further investigation was done. The tss proceeded with case closure since no response received from the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medication override was performed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.